Event description:
The manufacturer received information alleging a ventilator did not pass the acceptance criteria. The device had blower noise and was missing its rubber feet. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, a reportable error code appeared in the log. The internal battery was either not present or not useable. The power management board, and rubber feet need to be replaced. The blower noise is caused by the intermittency of the power management board. The inlet air path assembly and removable air path foam were replaced per remediation, however the before mentioned parts were not replaced per the customer's request. The device will be returned unrepaired.